Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Please disregard the initial and follow up report for as these reports were submitted in error as duplicates. The report of signal loss was documented under 3004753838-2019-93196. No additional patient or event information if available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss lasting less than one hour occurred. The patient passed out and her bg was 43 mg/dl. The emergency doctor came to her house and gave her glucose. At the time of the report the patient was doing fine. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The alleged product was not returned for evaluation; however, a receiver was returned for investigation. An external visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. A review of the share logs was performed and signal loss greater than 3 hours was found. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.